Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath clear was selected for use. It has been mentioned that faradrive was leaking blood almost immediately from back of the sheath at the start of the procedure. A pressure bag was used for irrigation. 5-10ml slow drip blood loss occurred in total from proximal end. Air was seen during aspiration in the aspiring syringe.the leak was observed with carto pentaray however, no leak was observed with farapulse catheter. The leak got worse during re mapping and the physician was also concerned about air getting in, so the sheath was replaced with different of same model and the procedure was completed successfully. No patient complications have been reported. The product is expected to be returned for analysis

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath clear was selected for use. It has been mentioned that faradrive was leaking blood almost immediately from back of the sheath at the start of the procedure. A pressure bag was used for irrigation. 5-10ml slow drip blood loss occurred in total from proximal end. Air was seen during aspiration in the aspiring syringe.the leak was observed with carto pentaray however, no leak was observed with farapulse catheter. The leak got worse during re mapping and the physician was also concerned about air getting in, so the sheath was replaced with different of same model and the procedure was completed successfully. No patient complications have been reported. The product is expected to be returned for analysis.